Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had high blood glucose. The customer stated that she felt like she was not receiving any insulin from her insulin pump. The customer was admitted into the emergency room with a blood glucose of 576 mg/dl. She was admitted to stay overnight at the hospital. Troubleshooting could not occur because the customer was at work. The customer stated she only received a low reservoir alarm. No additional information provided.